Event description:
A peritoneal dialysis pt reported fluid leaking into the cycler this morning as he took out the cassette. He stated the fluid leaked inside the cycler. The pt was placed on prophylactic antibiotics. The sample is available for eval.